Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was air in line and led not lighting up. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the air detector is mounted with the wrong bracket leaving a gap, display label is damaged, old clear float switch, membrane switch is damaged, return tube is cracked and the air detector does not power on. Air pressure was at 6.2 psi (should be 5.6psi). The port on the printed circuit board (pcb) that the aux outlet plugs into does not work. After opening the air detector some wires next to the power supply have scorch marks. Also some wrong screws securing back panel. Functional testing found the air detector power supply shorted. Replaced the air detector power supply. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.